Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to pain, polyuria and difficulty walking after the patient had his artificial urinary sphincter (aus) implanted because of this the patient will undergo a future revision of his device.